Event description:
The customer reported she was hospitalized for high blood glucose levels. Prior to hospitalization, she reported being sick in the morning hours, then became very ill with ketones later in the day. The customer stated she changed the infusion set, but not the reservoir. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.